Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured. The top piece broke while being hit with a mallet. All pieces recovered, no patient impact.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) impactor. Visual examination of the returned product found to exhibit signs of repeated use nicked/gouged and the impactor head has fractured. The device history records and receiving inspection reports were reviewed and researched within for deviations and/ or anomalies with no deviations/ anomalies identified. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. This complaint was confirmed. The root cause of the reported issue is attributed wear from use. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.